Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed motor communication error and software error detection. The patient's blood glucose at the time of incident was 173 mg/dl. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests. The formatted history file analysis confirmed the pump error 53 and pump error 4 due to a software error. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the display window, case and keypad overlay.